Event description:
Additional information received reported that the patient experienced stimulation in the wrong location. The patient had tried all of her 4 programs, as was on program 4 at 3.0 volts of stimulation since (B)(6) 2012. The patient felt more stimulation in her leg than in her pelvic area. On (B)(6) 2012 and (B)(6) 2012 the patient was up during the night urinating frequently. The patient began therapy on program 2 and it "worked very well." Approximately 2 weeks prior to the date of this report, the stimulation sensation began bothering in her left leg; when the patient turned it down, she did not get symptom relief. The patient had originally believed it to have resulted from the arthritis in her knee area which caused her to barely walk. The patient had to turn down stimulation when she sat in her car and lied down. The patient had issues for a while after implantation, but by changing programs, it helped for a little while; since then, it went "downhill from there." Patient outcome was not reported. If any additional information is received, it will be included in a supplemental report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect at night following a fall "about 1.5 weeks ago." She missed the last step which caused her to land on her "tush." The stimulation at night was very strong and caused a throbbing sensation down her leg. Her stimulation would usually be at 3.5-5 volts during the day and 2.6 volts at night. She was feeling pressure in the perineum area and off to the left side. The patient status was reported as good. She hadn't noticed any change in the stimulation except in her nighttime therapy. Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with her doctor or manufacturing representative. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient has continued to have a loss of therapeutic effect. The patient gets up 3-4 times during the night for the past 3-4 weeks. She only feels stimulation in her left knee, leg and buttock. It was noted that she had a fall about 5-6 months ago and fell on her left hip, which was the same side of her implant. She experienced soreness at the ins site. Her device was currently on program 3 at 3.6v and felt stimulation in same area on all of the other programs. The healthcare provider confirmed that the patient has an appointment on (B)(6) with her doctor.

Manufacturer narrative:
Product ID 3889-28, lot# v887311, implanted: (B)(6) 2012, explanted: product typ lead product ID 3037, serial# (B)(4), product typ programmer. (B)(4).